Event description:
On (B)(6) 2018, a 21mm trifecta gt valve was implanted. An echocardiogram performed on 20 may 2018 revealed a severe leak and ejection fraction of 36%. The device was explanted and at explant an incomplete coaptation was observed. Following the redo implant, the patient was unable to be weaned from cardiopulmonary bypass and was pronounced dead in the or. Additional details have been requested.

Manufacturer narrative:
The reported event of incomplete coaptation and leakage could not be confirmed. Morphological and hydrodynamic examination indicated the valve met abbott specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Hydrodynamic testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2018, a 21mm trifecta gt valve was implanted in a (B)(6) patient with a severely calcified aorta. A double aortocoronary bypass was also performed. A tee was performed showing one of the leaflets was not properly moving, incomplete coaptation, and a detached leaflet. The device was explanted along with removing and applying wide sutures to the subvalvular mitral apparatus. Following the redo implant, major bleeding of the aorto-ventricular tunnel was observed, which was sutured with loose stitches and teflon supports. As the bleeding was partially controlled, the patient was removed from extracorporeal circulation and the patient's heart began to fail as the bleeding continued. The patient went into cardiac arrest and was pronounced dead in the or. Reported co-morbidities: ischemic heart disease and ventricular dysfunction.